Manufacturer narrative:
Product event summary: the lead was not returned to the manufacturer; however, performance data was collected from the device and analyzed. No anomalies were found from the analysis of the data.

Event description:
It was reported that the there is an impedance rise on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.